Event description:
Nurse turned alarm volume to lowest setting (1 bar) on the pm100 oximeter. Mom took over care of (B)(6) after the nurse left the home. Pt had a significant desaturation event; the low saturation prompt was flashing on the screen but mom did not hear any audible alarm. She did not realize the alarm had been turned down. Phs rt conferred with biomed tech asking if there is anyway we could override the ability to change the alarm volume by the caregivers. Biomed tech called the MFR and there apparently is not anyway to override this. Phs rt followed up with mom and instructed her about the importance of checking the alarm volume setting anytime a new caregiver comes on shift. Rt strongly encouraged mom to speak to the nursing agency about not ever allowing the nurses to adjust volumes on any of pt's equipment. Mom agreed.